Event description:
Reportedly, the device (ring) was explanted after an implant duration of 9.9 months due to tricuspid regurgitation. It was reported that mc3 4900t30 was implanted for tricuspid annuloplasty (tap) to correct tricuspid regurgitation (tr) on (B)(6) 2009 due to right cardiac failure. After the implant, regurgitation was stopped and the procedure was completed without any complications and the patient was administered medications. On (B)(6) 2010, the increase of tr was found by postoperative echocardiography. The regurgitation was controlled by medications (medication history not provided). On (B)(6) 2010, mc3 4900t30 was explanted for tricuspid valve replacement (tvr) due to tricuspid regurgitation (tr). Perimount plus 6900pj33 (B)(4) was implanted as a replacement. During the explant surgery, detachment of the ring was observed at the annulus of tricuspid posterior leaflet and it caused the recurrence of tricuspid regurgitation (tr). Sjm 29mm valve was implanted for mitral valve replacement (mvr) at the same time due to the increase of mitral regurgitation (mr). Myocardial lead was also implanted. Customer commented that this explant was unexpected but not device related. The patient underwent another surgery on (B)(6) 2010 (B)(4) and recovered as of (B)(6) 2010.

Manufacturer narrative:
Report only. Customer letter not requested. Device is not available for return and evaluation as it was discarded by the hospital. Echo report was requested but was not provided. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned, discarded by hospital.